Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of 38 mg/dl and paramedics intervened. Customer reports that low blood glucose was not due to insulin pump but due to over distribution of insulin. Customer would be returning insulin pump. No further information provided.